Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead exhibited high pacing thresholds. The physician thought that the lead may have been pulled back. This lead was repositioned and remains in service. No additional adverse patient effects were reported.